Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a cryoablation procedure. During the procedure it was noted that the valve was leaking. The sheath was replaced and the procedure was completed with no patient injury being reported.